Event description:
Resident was wearing a restraint that was appropriate to be used in the bed. The restraint was ordered for use by the physician, family had consented for the use of the restraint, and the restraint was properly applied by the staff. The restraint crawled over the siderails with the restraint tied properly to the bed. The restraint was under arm and around pt's neck. Pt was found to be without vital signs, their color was within normal limits, and their skin was warm to the touch. From physical assessment by the nurse, it appeared that the incident had just occurred.